Event description:
Revision surgery was reported due to loosening attributed to poor bone quality. The surgeon has stated that the revision was not related to any deficiencies of the device(s).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).